Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The physical sample was returned for evaluation. The investigation was unconfirmed for the reported device-device incompatibility issue as the guidewire was inserted and removed through the catheter without any issues and unconfirmed for material deformation as no anomalies were noted on the returned device. A definite root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574 pta balloon dilatation catheter allegedly experienced material deformation. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation; however, the photo was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574 pta balloon dilatation catheter allegedly experienced material deformation. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.